Event description:
Additional information received reported the patient met with the manufacturer representative four days prior to the date of this report and ¿everything was working fine.¿ it was stated that ¿later¿ the patient noticed they were not feeling any stimulation and then ¿all of a sudden¿ they had not felt it for 8-10 hours. The patient was ¿messing around¿ with the programmer and thought they might have changed something. The patient had not had any urges. At the time of the call, the device was on at 2.1v on program 3. No further information was reported. A second follow up report will be sent if additional information is received.

Event description:
It was reported that when the patient initially received the implant, it worked but the patient didn¿t believe it was helping anymore. The patient experienced no stimulation sensation and a loss of therapeutic effect. The reporter indicated that the patient experienced a return of wetting and incontinence over the winter. However, the patient wasn¿t comfortable using the patient programmer and didn¿t make any adjustments. The patient was informed a week prior to the report by her physician¿s assistant (pa) that ¿maybe one of the wires broke as that happened sometimes¿. Adjustments were made and the batteries to the patient programmer were replaced but the patient wasn¿t able to get it to work. It was noted that the patient did water aerobics. The patient was advised by the pa to try programs 2 and 3 and to maintain a voiding diary. The patient was currently on (B)(6). At the time of the report, the patient was at 1 volt on program 3. The reporter indicated that the patient was unable to adjust stimulation. Stimulation settings were switched to program 2 at 2.4 volts. An attempt was made to increase stimulation, but the upper limit screen was obtained for this program as well. It was reported three months later that the patient did not think the stimulator was working. It was noted the stimulation irritated the patient¿s vagina because it was too high. It was reported the stimulation was turned down and it no longer controls the patient¿s symptoms. It was noted the patient will call back and troubleshoot at a later time. It was reported four months later that the patient was looking for a new doctor; the patient was in (B)(6) for the winter. The patient noted: her 'machine' was not working and she wanted hcp (healthcare provider) in her area check her device. The patient still noted a loss of therapeutic effect and no stimulation sensation. The patient stopped feeling stimulation 6 months ago, after she went to hcp. She also started wetting herself 6 months ago and it started getting worse and bad and very annoying'. The patient asked what stimulation was supposed to do for the patient. The patient did not have her patient programmer with and stated she would call back tomorrow to walk through her settings on the phone. The patient also mentioned that her skin between her rectumand 'uterus' got thin and hcp's assistant wanted the p atient to use a hormone cream. The patient did not want to use the cream because she had had a uterine cancer. The patient noted she was afraid to use it and used it for only a couple of weeks. The patient noted: "I guess it helped a little bit and I do not have that anymore. I just get nervous when I hear all this cancer things that you can get". The patient noted: "I stopped using that cream and maybe I should not have". The patient did not remember the name of the cream, she said it started with the letter 'e'. The patient was currently in (B)(6) for the winter. The patient planned to call back tomorrow to check her therapy with patient services. It was reported two months later that the patient requested compatibility guidelines for the MRI. The area to be scanned was the head/brain and left ear. The was not related to manufacturer device therapy. Patient had a lacked of basic understanding of patient programmer use. She had trouble with programmer. She doesn't understand it since implant. The patient will be calling back before MRI for help turning therapy off. The caller states dissatisfaction with their hcp service. The patient had trouble with ins(stimulator) therapy on and off since implant. She had trouble getting therapy on and off, there were times when the patient will not feel stimulation for days. A couple months ago someone from hcp (healthcare provider) office told the patient her wires were broken. The patient said a representative was not involved or informed to her knowledge. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg 3058 remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg 3058. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function- bladder because the patient reported a return of wetting and incontinence. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg 3058 is inconclusive because the cause of the lack of therapeutic effect and overstimulation remains unknown and an event resolution was not obtained. Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v589242, implanted: 2010-(B)(6), product type lead. (B)(4).